Event description:
Adverse event(s): "no pt impact"(no consequences or impact to pt). Product problem(s): "touchscreen would not respond." (No code available [system]). A customer reported they could not get the unit to respond via the touchscreen. Additional info was requested. Additional info was received. The biomedical engineering technologist reported they were trying to use the cautery function on the touch screen and the touch screen would not respond. They were able to use the remote to select cautery and the procedure was completed. No pt impact was reported.

Manufacturer narrative:
A company service rep examined the system and was able to duplicate the problem reported. The touchscreen was replaced an calibrated. The replaced parts were disposed of onsite. The system was then tested and met all product specs. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. The root cause can be attributed to a non-conforming touchscreen. (B)(4).